Event description:
The device cut, but did not staple. Surgeon closed the device and fired. Upon opening the instrument they realized that allegedly it had not stapled, but cut the tissue. Because the resection was very low, the procedure was converted to an ap. Pt left with a permanent colostomy.